Event description:
Covidien received information stating that the ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the expiration printed circuit board (pcb) and the expiratory pressure solenoid.(B)(4)